Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support in resetting the pump, and the issue did not recur after resetting. Instructions were provided to call back if the issue recurred, and the customer acknowledged and understood these instructions.